Event description:
The customer reported that the canopy had broken zippers, torn netting and the mattress compartment was torn. There was no patient injury reported.

Manufacturer narrative:
Zipper damage. Evaluation of the returned product shows that the large window b has a one foot tear in the netting. There is other damage to the canopy that is not relevant to this complaint.